Event description:
It was reported that the user contacted support with questions about fluctuating blood glucose, including concern about a potential low around 115 mg/dl that later stabilized to 123 mg/dl, and requested guidance on avoiding daytime highs and lows and on meal announcements when trending down. Symptoms included episodes of hyperglycemia and concern for hypoglycemia. Outcomes included no alerts or alarms and assignment for additional training. Investigation included a review of the reported use pattern and user education needs. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia, with user technique and timing of meal announcements identified for targeted training. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.